Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having backup battery fault alarms was confirmed via investigation of the backup battery. The system controller was not returned; however, the backup battery (serial number: (B)(6)) returned with a bent pin. The backup battery was functionally tested. Prior to straightening the pin, the backup battery was connected to a test system controller which caused a backup battery fault to activate confirming the event. The pin was then bent back into place, and the alarms resolved, and the backup battery was able to pass all functional testing without issue. The bent pin prevented the controller from properly sensing the presence of the backup battery, activating the alarm. Provided information reported that when the backup battery was inserted into the backup system controller a backup battery fault activated. The backup battery was removed and reinserted and the alarm activated again. The backup battery was exchanged. Additional information stated that no log files could be provided for review. The root cause of the reported event was determined to be a bent pin on the backup battery, however, a root cause for the bent pin could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided due to patient privacy laws. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the internal battery was inserted in the backup system controller there was an alert message (backup battery fault). The battery was removed and again inserted and still alarmed. The backup battery was exchanged.